Manufacturer narrative:
(Initial reporter address 2): (B)(6). This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). (B)(6) medicine hosp. (B)(6). (B)(4) the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the intestines during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the device was advanced into the intestinal tract, pushed the handle and attempted to deploy the clip. The clip was then able to grasp and lock onto tissue, but did not release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the intestines during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the device was advanced into the intestinal tract, pushed the handle and attempted to deploy the clip. The clip was then able to grasp and lock onto tissue, but did not release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6). This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). (B)(6) hosp. (B)(6) china. Block h6: medical device problem code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating evidence that the device was prematurely deployed. The evidence of device prematurely deployment confirming that the physician faced difficulties in order to release the clip from catheter. It was also noted that the device returned with the blue grip attached to the catheter and the outer sheath was not returned. Microscope examination was performed, and it was observed that the catheter was unraveled. Dimensional examination was performed on the bushing outer diameter, and it was within specification. A dimensional examination was also performed between the hooks of the bushing, and both sides a and side b were within specification. Furthermore, the bushing tabs were measured and it had had diferent measurement. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Based on the evaluation of the returned device, the sheath was partially withdrawn from prior to the procedure. The IFU states "to fully expose the resolution clip jaws, hold the over sheath grip and push the handle distally until handle rests against the over sheath grip".